Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected the system was in clinical use during planned emergency procedure. The procedure was completed by moving the patient to another room. A philips remote service engineer (rse) reviewed the system error logs remotely and confirmed a failure of the transversal motor controller for the tabletop. A philips field service engineer (fse) then visited the site and observed that a communication error involving the tabletop lateral motion motor controller was being displayed, resulting in intermittent geometry resets. Further log file analysis confirmed the communication error with the lateral table motion motor controller, which was causing the intermittent geometry restarts. To resolve the issue fse replaced the table lateral movement motor controller. Following the replacements, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.